Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: were trocar cannula's only cracked? Or did any pieces break off of trocars? Did any pieces fall into patient? If so, were all pieces retrieved? Was there any patient consequence? The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the endoscopic lobectomy, noted that the device was damaged. The surgeon stated that there was no collision with other instruments. It is unknown how procedure was completed. Patient consequence was not reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 2/24/2022. H2: additional information received: -there was only one device of issue on this complaint. Due to the additional information above, it was determined the medwatch for the h2 device evaluation for this one device should have been reported on manufacturer report number 3005075853-2021-07921, but was instead already reported under 3005075853-2021-07922 that was sent on 1/25/2022. H11=corrected data=h1 h1: type of reportable event is now not reportable for 3005075853-2021-07922 due to the additional information received (see h10 for additional information).

Manufacturer narrative:
(B)(4). Date sent: 1/25/2022. D4: batch # v9595r. H2: additional information received: were trocar cannula's only cracked? Or did any pieces break off of trocars? Did any pieces fall into patient? If so, were all pieces retrieved? Was there any patient consequence? All answers above are unobtainable. Once there is any update, we will update the information. Investigation summary: visual analysis of the returned sample determined that a b12lt device was received with the tip of the sleeve broken. In addition, a piece of plastic from the sleeve was returned inside of a petri dish. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.